Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the 4196 was implanted and removed in order to change something. Before the lead could be re-implanted, it fell on the floor. The lead was not used. It was further reported that a 4194 lead was also attempted, but the patient's anatomy would not allow the lead to stay in place. The lead was also not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.